Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition without asystole, and loss of capture without asystole on the ra and rv channels. The noise on the atrial channel also resulted in inappropriate atrial tachy response (atr) episodes. A surgical intervention was performed and the leads were surgically abandoned. The device had reached elective replacement indicator (eri) and was also replaced at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that the device had migrated under the patient's arm pit. The physician believed that the device movement caused the leads to fray or become micro-dislodged. Due to the age of the leads, the physician elected not to test the leads; and instead, both leads were extracted. The patient was pacemaker dependent. No additional adverse patient effects were reported.